Event description:
The customer reported that during care of a pt, they got messages stating that shocks were not delivered and messages to "press pads firmly." The customer has stated that the pt may not have received the treatment required. The outcome of the pt has not yet been reported by the customer. This event involved two defibrillators and three sets of defibrillator pads. These are all reported separately.

Manufacturer narrative:
Pr#: (B)(4): a follow-up report will be submitted after philips obtains more info concerning this event.